Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia ,blood at insertion site, pain and bent cannula. Customer also reported pump ran out of insulin and patient didn't notice it right away. Customer reported blood glucose value of 374 mg/dl. Customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-397a, mmt-332a, mmt-7020a, mmt-305qs, mmt-397a, mmt-397a and mmt-1780kl. Troubleshooting was performed for high blood glucose. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for serter issues and it was reported customer reporting that the set isn¿t inserting when pressing the two side buttons on the serter. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7020a. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-1780kl.